Event description:
The ted12 was used during a laparoscopic hernia repair. The balloon popped during the surgery. There is no other info available at this time. There was no consequence to the patient.

Manufacturer narrative:
Facility experienced an event with the endopath tristar extraperitoneal dissector while performing a lap hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972176. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition, cam condition, desufflation lever condition, extension condition, inner gasket condition, outer gasket condition, sleeve condition, and stopcock condition, unk. Functional tests & results: balloon inflation test, na. Analysis conclusion: record purposes only: no analysis could be performed since no instrument was received. The info provided has been noted and reviewed with the appropriate mfg and engineering personnel. Co strives to understand each incident as it occurs in order to continuously improve the products.